Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to be interrogated, and that the battery was "dead". The device remains implanted. No patient complications have been reported as a result of this event.